Event description:
It was reported that the device was returned due to a service alarm. The event occurred during testing, there was no patient involvement. Device analysis found the pump to display error code 112.

Manufacturer narrative:
B3 unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing found error code 112 on display upon power up. It was determined that the most probable cause is due to an intermittent motor. The motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.